Event description:
The customer stated that she tested her blood glucose and received a reading of 8.0. It was verified the meter was set in mmol/l, and the units of measure were explained to the customer. The customer did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl, and no product will be returned.